Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due a reaction from diabetes on unknown date. Customer blood glucose was 330 mg/dl. Customer stated that they did not get battery cap off. Customer stated they are unable to remove the battery cap on their pump. Customer stated they have a large, flat-head screwdriver. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08700 inches. Unable to verify battery cap damage due to device received without the original battery cap. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.